Event description:
Patient received burns/blisters during electrotherapy treatment. Patient and treatment information unknown at this time.

Manufacturer narrative:
The device was evaluated by our engineering department. Unit passed all test conducted, no anomalies were found. The unit meets all manufacturer specifications.